Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer's blood glucose reached 160 mg/dl. Tandem technical support reviewed pump logs and found insulin gauge to be accurate.